Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's right ventricular lead exhibited capture failure. X-ray confirmed dislodgement. During lead revision procedure, the lead helix failed to be retracted. The lead was then explanted and replaced. The patient was stable.